Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.50x38mm promus premier¿ stent was selected and advanced into a previously implanted stent; however, it was noted that one of the 3.50x38mm promus premier¿ stent struts was bent. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).